Event description:
The customer stated the cell-dyn sapphire aspiration probe fails to home since (B)(6) 2010. The tech noted the probe was bent and replaced the probe with a vent assembly from their inventory. The customer reviewed the cell-dyn system logs and found aspiration faults that occurred with the old vent assembly. The issue was resolved when the customer replaced the old vent assembly with the new vent assembly. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.